Manufacturer narrative:
Device received with critical pump error due to moisture damage to force sensor. Device received with corroded electronic assemblies, corroded battery tube, and corroded motor home switch. Device unable to perform displacement test, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self test or verify pump error 35 due to critical pump error (open book image) alarm.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had an insulin pump error alarm and also critical pump error alarm. Customer¿s blood glucose value was 280 mg/dl. Customer also stated that they treated with manual injections as she was high earlier and advised to monitor blood glucose. Customer stated that the insulin pump was not exposed to magnetic field. Customer was advised to discontinue the use of the insulin pump and revert to backup plan as per health care professional. The device will return for the analysis.